Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI: unknown / not provided. First/given name: unknown / not provided. PMA/510(k) number: k002188.

Event description:
It was reported that during implant surgery, the mount did not disengage from the implant. Another implant was placed to complete the surgery.

Manufacturer narrative:
One impl swissplus octagon 4.1mm 10mm (opb10) bundle (with mount assembly) was returned for investigation. Visual evaluation of the returned devices identified signs of use and wear on both devices. The opb10 was returned attached to its mount. During functional testing, the opb10 passed functional testing as the mount was able to be separated from the implant. Debris was discovered in the drive feature of the opb10. No pre-existing conditions were noted on the per and the patient had moderate (type ii) bone density. The reported device was intended for use on tooth #18 and was used for a single day. The customer did not provide pictures or additional evidence. DHR reviews were completed for the subject lot numbers (63773884). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Complaint history reviews were performed for the reported lot numbers (63773884) for similar events and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or reported devices (opb10). Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed for the opb10 as the mount was able to be separated from the implant.the following sections have been updated:

Event description:
No further event information available at the time of this report.